Event description:
It was reported that after a gastric resection procedure, there was staple line leakage. On (B)(6) 2014, the progress of the sleeve gastrectomy was without problems. There was normal operating time, negative blue test, no problem intraoperatively. The anesthesiologist said that the patient complained of mild pain a first time during the weekend. There was a suspected pulmonary embolism. On (B)(6) 2014, the patient was transferred to ICU at hia begin. There was a reoperation performed on (B)(6) 2014 late in the day in the operating room at begin. Finding of suture dehiscence on the staple line at two different points: angle of his and gastric medio hole of 2 cm. No access to the surgical report. No person present. There was a patient death two days later on (B)(6) 2014 at begin to ICU, following septic shock. One device was discarded. (B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information provided: the anesthesiologist said that the patient complaints of mild pain a first time during the weekend. Suspected pulmonary embolism. Transfer monday, (B)(6) in ICU at hia begin. Reoperation (B)(6), late in the day in the operating room to begin. Finding of suture dehiscence on the staple line at 2 different points: angle of his and gastric medio hole of 2 cm. No access to the surgical report. No person present. Patient death two days later wednesday, (B)(6) at begin to ICU, following septic shock. Additional information requested but unavailable: what were the indications for the procedure? Were staples present at site of dehiscence? If so, were the staples properly formed or malformed? How was the dehiscence corrected? Was buttressing material used? Were the leaks at staple line intersections? Were there any other forms of intervention between (B)(6)? Was an autopsy performed? Cause of death? Are procedure photos or video available?

Manufacturer narrative:
(B)(4). Additional information requested and received:what were the indications for the procedure? Gastric sleevewere staples present at site of dehiscence? If so, were the staples properly formed or malformed? Unknownhow was the dehiscence corrected? With a suture pointwas buttressing material used? Nowere the leaks at staple line intersections? Unknownwere there any other forms of intervention between dec. 1 and dec. 3? No was an autopsy performed? Cause of death? Death linked to a peritonitis with septic shock are procedure photos or video available? No